Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire was missing from sensor pod. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.